Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was an allegation of hyperglycemia as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w 2.9d. Insulin pump not received stuck in manufacturing mode unit passed displacement test. Unit received with cracked retainer, cracked battery tube threads, cracked case at battery tube side, minor scratched display window and scratched case.